Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 4.3mm speed was weak and didn¿t penetrate the aorta wall and was unable to open the hole. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. There were signs of clinical usage and no evidence of blood. A visual inspection was conducted. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. The actuation button was depressed approximately 1 inch inside the casing there were no signs of tampering or damage; therefore the root cause is undeterminable because the event occurred during the use of the device and the procedural operation is unavailable for our review. A mechanical evaluation could not be conducted as the device was returned with the actuation button and a fully deployed needle, therefore we are unable to confirm the reported complaints "failure to cut" and "mechanical issue".

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 4.3mm speed was weak and didn¿t penetrate the aorta wall and was unable to open the hole. A replacement device was used to complete the procedure. The hospital did not report any patient effects.